Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. Based on the results of the investigation, there were traces of a white foreign material in the air/water channel that was believed to be a simethicone/antigas type product. It is possible that the foreign material was not removed because the device was not properly reprocessed due to a leak in the side cover. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in cf-290 series operation manual, chapter 3 preparation and inspection. Instructions for use states the preventive measure in cf-290 series reprocessing manual, chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the colonovideoscope air, water channel had white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.